Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse 38mm glenosphere - 320-01-38, 7131119; glenosphere locking screw - 320-15-05, 7323389.

Event description:
As reported, 22 days post op the initial right tsa, this 75 y/o male patient was revised due to infection. Patient was last known to be in stable condition following the event. Devices will not be retuning, disposed of by hospital.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.